Manufacturer narrative:
There were no alarms on the last calibration performed on (B)(6) 2020. Controls recovered within range. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with the elecsys troponin t hs stat assay on a cobas e 411 immunoassay analyzer. The sample initially resulted with a troponin t value of < 3.00 pg/ml accompanied by a data flag. The sample was automatically repeated by the analyzer, resulting with a troponin t value of 16.96 pg/ml accompanied by a data flag. This value was reported outside of the laboratory. The sample was repeated two more times, each time resulting with a troponin t value of < 3.00 pg/ml accompanied by a data flag. A corrected report was issued with the last repeat value. The e 411 analyzer serial number is (B)(4).